Event description:
It was reported by the customer that a pyxis medstation es system has random cubies error. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by random cubies error in main drawer 4.2 at the station. A field service engineer replaced worn retractor band and reseated row board cable into drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.